Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test after the customer forgot to remove it and jumped into the pool. The blood glucose reading was 90 mg/dl. The customer was advised to clear the alarm. The customer stated that the battery cap contacts were not missing or damaged and that the battery compartment and spring were not damaged or corroded. The customer was advised to clean the battery cap but the alarm persisted. The customer reported that the display went blank immediately after the insulin pump was exposed to moisture and that a constant tone was occurring. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Failed battery test alarm and off no power alarm weren't verified due to blank display. The device had severely scratches on the display window and cracked reservoir tube lip.